Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a failed battery test . The customer¿s blood glucose was 58 mg/dl at the time of incident. Customer stated that the insulin pump insulin pump alarmed failed battery test then received a button error alarm after the battery has been changed . Customer also reported that the insulin pump act button was unresponsive. Button error troubleshooting was performed and confirmed that time is advancing. Customer also mentioned to have experienced a low blood glucose of 58 mg/dl and treated with food. Customer declined low blood glucose and failed battery test alarm troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act and esc button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery test anomalies noted. The insulin pump was received with minor scratched lcd window, missing end cap sticker and cracked reservoir tube lip.